Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
It was reported that, "when doctor was going to extract window trial, the threads wouldn't catch on the window trial."